Manufacturer narrative:
The insulin pump was received with intermittent down arrow button response due to corroded keypad traces. The pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. The pump was received with cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.(B)(4)

Event description:
The customer's wife reported via phone call of a keypad anomaly from the insulin pump. The customer has been experiencing high blood glucose readings for about 3 to 4 months. The customer has been having high blood glucose readings of 300-400 mg/dl. The customer stated that the buttons are not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.